Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-june-2024, it was reported by the patient that ten infusion set cannula was kinked after 3 hours of use. Infusion set was placed in lower back. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.